Manufacturer narrative:
(B)(4). This device is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Device interrogation found the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A replacement procedure was planned. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.